Manufacturer narrative:
(B)(4). Device received with no (act, up and escape) button response due to corroded keypad traces. No button error alarm during testing noted. Unable to perform all functional testing including the displacement, operating currents, unexpected restart error test, rewind, basic occlusion, occlusion, prime compromised force sensor system and excessive no delivery test due to buttons not responding. Device received with broken battery tube threads and broken reservoir tube lip.

Event description:
The customer reported via phone call that the insulin pump had damage. The customer¿s blood glucose level was unknown. The customer reported that they had damage on the reservoir lip ring. The customer reported that the reservoir able to lock in place when inserted into pump. The customer was advised to discontinue use of the pump and revert to backup plan per health care professional instructions. The customer was advised the pump will need to be replaced. The insulin pump will be returned for analysis.